Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01883. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein their leads were explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.